Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had depleted its battery prematurely. During device evaluation, physio-control observed that the device's readiness display showed a service wrench icon and zero bars for the battery charge indicator. The battery itself had one flashing led. The device would not power on with the original battery inserted. The issue is related to a voluntary field corrective action (corrections and removals number 3015876-05/01/2014-001c). There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the analog pcb assembly caused an excessive off current that depleted the battery faster than expected. Physio-control then evaluated the analog pcb assembly and determined that the cause of the reported issue was due to an inductor, designator l1 on the analog pcb assembly being shorted from legs 1-4 to 2-3. A replacement device was provided to the customer under warranty.